Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 288 mg/dl. Customer stated that the pump keeps scrolling and it only does it on the bolus screen. Customer mentioned that the time does advance and the buttons are sticking. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.